Event description:
It was reported that the pt noted that the "pump was working on and off for the last two years". The pt experienced an infection in her left leg and hip last year and received an antibiotic injection to treat the infection. The reporter indicated that the infection came back two months ago. The hcp had scheduled an appointment for a pump replacement in 2008. The hcp cancelled the surgery the day before the surgery due to the infection; advised that he could not do the surgery until the infection healed. The pt experienced the following symptoms acute pain, headache, blurred vision and a burning sensation around the pump and catheter. The hcp subsequently sent a letter to the pt indicating that he would not be managing her care anymore. The pt currently does not have an hcp to manage the device.

Manufacturer narrative:
The serial number is included in the range for the synchromed el pump motor stall due to gear shaft wear mfg "beginning 1999" physician communication (2007).